Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch, and it was reported that there was a blue fleck that was flushed out in the port above and was floating down the line. The patient was in post-anesthesia care unit (pacu). The line was clamped to prevent the fragment from entering the patient¿s bloodstream. There was patient involvement and unknown harm.

Manufacturer narrative:
Received one (1) used, primary set for inspection. As received, no damage or anomalies noted. Received one (1) photo of a blue fleck in the tubing. Functional flushing of the set resulted in no loose residual particles. The reported complaint of blue fleck in the line cannot be replicated but can be confirmed based on the customer provided photo. The probable cause is unknown and cannot be determined without the return of the particulate. Additional information d9 - date returned to MFR: 6/16/2026.